Manufacturer narrative:
Investigation summary: our manufacturing facility was provided with the affected sample for investigation. A batch history review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion: upon examining the product, we were able to verify the presence of white particles inside the syringe. Through our investigation the particles were identified to be composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes. The presence of particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required. Root cause description: during the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. Rationale: further attention to this issue and corrective actions are being initiated in order to prevent reoccurrence. CAPA (B)(4) has been initiated to address the issue.

Event description:
It was reported that a bd¿ syringe s2 had foreign matter inside the syringe.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe s2 had foreign matter inside the syringe.